Event description:
It was reported that the leads were causing pain in the patients back. It was also noted that the spinal cord stimulation (scs) was not helping with the patients pain. The patient underwent an explant procedure. All explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2158700; model: sc-2158-7; serial: (B)(6); batch: 2000021908. Product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 20951273.